Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaints of difficulty introducing sheath and sheath distal tip split were empirically confirm as per provided information. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as it was reported that the patient presented severe tortuosity and calcification at the access vessel. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Also, tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also excacerbate device interaction with calcified nodules and lead to distal tip damage. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. During sheath introduction through a challenging pathway, it is possible that the operator may apply excessive device manipulation to overcome the experienced difficulty, which may lead to sheath tip, sheath shaft and/or introducer damage. Furthermore, device manipulation can lead to further sheath shaft/introducer damage or kinks if compounded with vessel calcification or tortuosity. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint of inability to advance delivery system through sheath was empirically confirmed as per provided information. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as it was reported that the patient presented severe tortuosity and calcification at the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Also, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from our affiliate in austria. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve, in the aortic position by right transfemoral approach. Some difficulties were noted when introducing the esheath into the patient. Due to the difficulties, the esheath could not be fully inserted. During the balloon valvuloplasty, some difficulties were noted during the advancement through esheath and the same problem occurred with the delivery system with the crimped valve at the internal iliac level. After some push force, the delivery system with valve exited the tip of the esheath but it got stuck in the vessel calcification. As it was not possible to advance it was decided to remove the devices as a single unit and change the approach to the left side. When the devices were removed it was noted that the distal tip of the esheath was damaged. The damage was reported to be a distal tip split. The patient experienced a blood pressure drop, not related with device but related to patient general condition. It required ECMO support and finally a new kit was used and the procedure was successful. The patient remained stable after the procedure but still with ECMO support. As per medical opinion, the root cause was the severe calcification of the access vessel.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.